Event description:
It was reported that the patient heard a patient alert tones and interrogation revealed the device had an electrical reset. The device was reprogrammed and remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters were noted with one por for write to locked ram, addr=14da, data=c9 on (B)(6) 2012. There was one patient alert for por on (B)(6) 2012.